Event description:
A medtronic representative reported that while in a spine case, the surgeon alleged the o-arm spins were inaccurate. The first two spins reported at 2mm inaccurate in the a/p plane. The third spin was reported with an inaccuracy of 2mm in the lateral plane. The surgeon opted to discontinue the use of the stealthstation s7 navigation system. The procedure was completed successfully. There was no negative impact to the patient outcome reported.

Manufacturer narrative:
Software investigation completed. Medtronic representative performed manual 3d nav accuracy verification. Medtronic representative confirmed o-arm imaging system was within specifications and passed accuracy tests (B)(4) 2013. No further issues have been reported.